Manufacturer narrative:
(B)(4), incorrect or inadequate test result patient. (B)(4), no consequences or impact to patient. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Abbott field service replaced the sample probe and confirmed the instrument was running within specifications. No adverse or non-statistical trends in conjunction with discrepant afp results were identified. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was found.

Event description:
The customer stated an architect i2000sr analyzer generated discrepant afp results for one patient. The patient generated initial afp results of 17.19 and 14.88 ng/ml. A repeat afp result of 6.19 was generated. After decanting and recentrifuging, an afp result of 24.54 was generated. There was no adverse impact to patient management reported.